Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit undersensing and potential t wave oversensing. Upon technical services (ts) review of the device data, it was confirmed that the device exhibited right ventricular (rv) pace over a t wave following premature ventricular contraction (pvc). It was also noted that the ventricular sensed beat in the refractory period causing the subsequent ventricular pacing is occurring after an atrial paced beat, potentially due to suspected conducted p wave that has been undersensed. Reportedly, the patient exhibited repeated episodes of ventricular fibrillation (vf) requiring several shock therapy. Further advice regarding device programming options and troubleshooting was provided, as well as recommendations to evaluate the device system placement. The ICD system remains in service. No additional adverse patient effects.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit undersensing and potential t wave oversensing. Upon technical services (ts) review of the device data, it was confirmed that the device exhibited right ventricular (rv) pace over a t wave following premature ventricular contraction (pvc). It was also noted that the ventricular sensed beat in the refractory period causing the subsequent ventricular pacing is occurring after an atrial paced beat, potentially due to suspected conducted p wave that has been undersensed. Reportedly, the patient exhibited repeated episodes of ventricular fibrillation (vf) requiring several shock therapy. Further advice regarding device programming options and troubleshooting was provided, as well as recommendations to evaluate the device system placement. The ICD system remains in service. No additional adverse patient effects. Additional information provided indicates the ICD was explanted and replaced for a non-boston scientific product. No additional adverse patient effects. The device is not expected to be returned as it remains in the patient possession.